Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker showed an unexpected decrease in remaining longevity. After less than two years of implant time, the remaining longevity was now 3.5 years. Device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting prematurely, due to an increase in the power consumption. Device replacement was recommended, within 90 days to ensure therapy would remain available. The device was explanted and replaced the following week. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed an unexpected decrease in remaining longevity. After less than two years of implant time, the remaining longevity was now 3.5 years. Device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting prematurely, due to an increase in the power consumption. Device replacement was recommended, within 90 days to ensure therapy would remain available. The device was explanted and replaced the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.